Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was lethargic so their spouse contacted emergency medical services (ems). Upon paramedic arrival the bg finger stick value was 30 mg/dl but the cgm value was 90 mg/dl. The paramedics gave her food (peanut butter and jelly sandwich) and stayed with the patient until the bg level stabilized. No medications were administered. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.